Manufacturer narrative:
The cause of death will not be disclosed per hospital policy. No additional analysis will be shared with medacta per hospital policy. Batch reviews performed on (B)(6) 2017. Lot 168205: (B)(4) items manufactured and released on 15 may 2017. Expiration date: 2022-04-20. No anomalies found related to the problem. To date, xxx items of the same lot have been already sold without any similar reported event. Versafitcup cc trio acetabular shell ø 48, code 01.26.45.0048, lot. 163918 (k103352). (B)(4) items manufactured and released on 29 september 2016. Expiration date: 2021-09-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup flat pe hc liner ø 32 / c, code 01.26.3239hct, lot. 170965 (k120531). (B)(4) items manufactured and released on 09 may 2017. Expiration date: 2022-04-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cancellous bone screw flat head ø 6,5 l 30, code 01.26.65.30, lot. 171098 (k103352). (B)(4) items manufactured and released on 05 april 2017. Expiration date: 2022-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cancellous bone screw flat head ø 6,5 l 20, code 01.26.65.20, lot. 170652 (k103352). (B)(4) items manufactured and released on 16 march 2017. Expiration date: 2022-03-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 32 size m 0, code 01.25.022, lot. 163213 (k072857). (B)(4) items manufactured and released on 02 september 2016. Expiration date: 2021-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During a primary hip case, when the surgeon was implanting the stem, the patient's vitals started to drop (cup, liner and screw were already implanted). The surgeon was able to implant the head before the patient coded. CPR was performed. The patient was revived. The patient was moved to the ICU. While in the ICU the patient passed away.